Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative an impella 5.5 was placed via the right axillary/subclavian artery in a 66-year-old male who presented with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai stage d. No past medical history was reported. The patient required intra-aortic balloon pump support, inotropes, vasopressors, and mechanical ventilation for respiratory support prior to escalation to impella 5.5. The purge solution consisted of d5w with 25 meq sodium bicarbonate. While on impella 5.5 support, the patient was taken to the operating room for ventricular septal defect repair and two-vessel coronary artery bypass grafting. During the procedure, while the impella cannula was cross-clamped, a slight tear was identified in the lining of the aorta consistent with an aortic dissection. Following completion of the planned surgical procedures, the surgeon repaired the aortic injury with sutures. Aortic injury, including intimal tear or dissection, is a known risk associated with cardiac surgery, aortic cross-clamping, axillary/subclavian large-bore access, and manipulation of the ascending aorta, particularly in patients with cardiogenic shock requiring multiple forms of mechanical and pharmacologic support. Based on the available information, the event is consistent with known procedural and surgical risks in the setting of complex open cardiac intervention. Review of the case does not identify evidence to suggest that the impella 5.5 device functioned outside of specifications. The patient survived.

Manufacturer narrative:
Upon further review by the investigation team it was determined that the h6 medical device problem code that was submitted on the initial report was incorrect. Therefore, the medical device problem code was updated per allegation of dissection. B1 was updated to reflect both a product product and an adverse event due to the above code change.

Manufacturer narrative:
Updated information: d1 brand name updated. Additional information provided states that the device will not be returned.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the patient device interaction problem was determined to be patient condition related since patient came into support with vsd likely leading to dissection.